Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle or atrium, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for cardiac injury/rupture during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate that the presence of calcium between the left coronary cusp and the non-coronary cusp ¿broke through¿ the wall of the left atrium, causing the atrial rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, following balloon aortic valvuloplasty (bav), a 23mm sapien xt valve was deployed with 1ml less than nominal volume. Post deployment angiography did not show any abnormalities. During hemostasis or the femoral access site, the blood pressure decreased. In addition, pericardial effusion increased. Pericardiocentesis was performed, but the bleeding did not stop. The patient¿s chest was opened for surgical hemostasis. A ¿small¿ hole was observed at the anterior surface of the left atrium. The site was sutured and hemostasis was achieved. No rupture at the annulus or aortic valve complex was noted. The valve remains implanted in the patient. The native annular valve area measured 345mm2 by CT. Calcification was reported to be present at the commissure between the left coronary cusp (lcc) and the non-coronary cusp (ncc) adjoined to the left atrium wall. It was perceived that calcification present between the lcc and ncc broke through the superior wall of the left atrium causing the small hole.